Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the driver tip broke off during use. No patient complications were reported.

Manufacturer narrative:
(B)(4): visual and microscopic examination of the fracture identified breakage at location and with a fracture morphology consistent with weld joint.